Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing right ureteroscopy and laser lithotripsy procedure on a patient by using the ncircle tipless stone extractor basket. The physician noticed that something broke inside the handle and the basket of the first ncircle tipless stone extractor would not close with the stone inside of it.. The physician used a laser to cut the first basket and retrieve it from the patient. The physician used a second ncircle tipless stone extractor to try and grab the stone but that basket had a wire disconnected at the tip when they opened it up in the patient. The wire did not detach from the second device. Finally, the physician used another ncompass nitinol stone extractor basket to retrieve the stone and placed a stent to complete the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This report is for the first ncircle tipless stone extractor. Reference the medwatch with g9 number 1820334-2017-00838 for the second ncircle tipless stone extractor.

Manufacturer narrative:
A review of documentation, manufacturing instructions, specification, visual inspection and quality control data was conducted during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A visual examination noted the basket sheath and coil assembly is severed. The support sheath is separated from the basket sheath. There was approximately 7 cm of wire attached to the handle. The 7 cm of wire has kinks. The coil assembly on the proximal end of the basket sheath is stretched and protrudes the basket sheath 113 cm. The coil assembly on the distal end of the basket sheath is stretched and protrudes 27.5 cm from the distal tip of the device. The basket sheath had many kinks and the basket formation was found to have a smashed appearance. A review of the device history record revealed five (5) non conformances. Measures have been initiated to address this failure mode. The complaint is confirmed. We will notify the appropriate personnel and continue to monitor for similar complaints. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required.